Event description:
It was reported that during preparation for an electrophysiology diagnostic procedure, the catheter's tip cracked.the tip of the uice/9f/9mhz/110cm catheter cracked during preparation. The device never entered the patient the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a needle may have been used to prep the device instead of fluid dock.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The following was observed: the two flaps of hub rotator were damaged, the unit was able to connect into mdu system properly, a kink was observed in the sheath assembly at 2.0cm from distal tip end, and kink at imaging window .7cm from distal tip, moisture was found inside the hub assembly, there is a hole observed in the distal tip imaging window 1.0cm from the distal tip end, fluid was leaking from an open hole in the distal tip when the catheter was flushed, and during image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The device labeling and dfu were reviewed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was user related as information received reports a needle may have been used to prep the device. The dfu instructs the user to, "insert the supplied needle (26 gauge, non-coring) into the tip of the catheter. The needle should be inserted through the center of the self-sealing septum (the white seal at the distal tip of the catheter). Keep the needle aligned with the catheter, taking care to avoid puncturing the sonolucent window with the needle." It is likely that the catheter tip was inadvertently damaged during prep. (B)(4).